Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in (B)(6) italy. Through follow up communications, livanova learnt that the cooling issue occurred at the customer facility six days after the installation of the device back from the deep disinfection. Additionally, the compressor appeared to work properly but the cooling function was confirmed to be not effective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, whose patient circuit did not cool enough. In details, there was a deviation between the temperature required (5°c) and the temperature actually reached (12,1°c). There is no report of patient injury.

Manufacturer narrative:
H11: through follow-up communications, it was learned that given the repair cost, the affected unit was scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.